Manufacturer narrative:
The pod was received with the cannula assembly fully deployed. The download data does not contain any timeouts or pulse width increases that would indicate a struggle to deliver insulin. Inspection of the fluid path components found the exposed portion of the soft cannula to be kinked. The length of the soft cannula measured within specification. It could not be determined when or how the damage to the soft cannula occurred. Fluid was able to flow through the complete fluid path despite the damage to the soft cannula. No other damages or deficiencies were found that would result in the device failing to deliver insulin. Because it could not be determined when or how the soft cannula damage occurred, it could not be conclusively determined if this damage contributed to the reported not sure delivering insulin event. Locked down smartphone: phone_control_android, omnipod software app version: 3.1.1, smartphone operating system: up1a.231005.007.s901usqs7eya5, smartphone hardware: sm-s901u, cgm sensor type: g7. *please note, that section d is capturing the device identifiers as reported by the complainant. This may not align to the device configuration reported in h11, as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported the patient's blood glucose levels rose to over 300 mg/dl, while wearing the pod between 36 and 48 hours on the infusion site (abdomen). As treatment, the patient gave correction boluses and changed out the pod.